Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the caller stated that last week they were feeling like the ins therapy was going in and out , and were unsure if the ins was reaching eos. Caller stated that they were getting the sensation like they were turning it on. Caller stated that today when they were attempting to connect to the ins they were seeing a data lost message. Caller stated that they were having CT and x-ray and wanted to know if they should still turn the ins off. Agent reviewed compatibility with the caller. Caller was redirected to the doctor for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.